Manufacturer narrative:
Spindle of device was replaced to complete the repair. The spindle has been returned to the manufacturer for investigation.

Event description:
The column of the table was non-functional. The column was stuck in a position with no movement possible. There was no injury reported.